Event description:
It was reported that the it was not possible to interrogate the device, and the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced. During the replacement procedure, the right ventricular (rv) lead was found to have insulation damage the is-1 pin. The insulation was repaired, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524 implantable pacing lead - (B)(6) 1998. (B)(4).